Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Post-paced t-wave oversensing was noted on a freeze capture on the ventricular channel, observed on stored egm. The pacemaker was reprogrammed. The patient experienced bradycardia and fatigue but was stable post programming.